Event description:
The parents reported that the child stopped responding to sound after falling and hitting his head over the implant site. Using the appropriate diagnostic equipment it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.